Event description:
It was initially reported that the patient had a prophylactic generator replacement. The generator was returned to the manufacturer for review. Analysis in the pa lab determined that the device was at an end of service condition; an open can measurement of the battery voltage confirmed that the battery was depleted. The end of service condition was the result of expected battery depletion based on the battery life calculation. An automated post burn-in electrical test revealed an out of specification condition: supply current 1ma was over the limit. Bench analysis determined that a diode had leaky current and was the root cause of the failure. After the diode was substituted, the device performed according to functional specifications. The out of specification supply current 1ma could potentially be a contributing factor to the end of service condition; however, results of the battery life calculation indicate that the end of service condition was an expected event.

Manufacturer narrative:
Device failure occured, but did not cause or contribute to a death or serious injury.